Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a rip was observed on driveline sheath.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: an analysis of the submitted photograph confirmed damage to the external jacket of the modular cable. A specific cause for the damage could not be conclusively determined. The submitted system controller event log file contained data from on (B)(6) 2020. No atypical alarms were observed. The pump operated as intended at the set speed. Evaluation of the submitted photograph showed that the outer silicone jacket on the cable appeared to bunch up, create a flap on one side of the cable and tore. The account later communicated that the modular cable was not exchanged, however, the damaged area was taped. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for the modular cable was reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable was shipped in the implant kit for (B)(6) on (B)(6) 2016 via customer order: (B)(4). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook rev. C are currently available and contain information on caring for the driveline. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the rip was observed on the modular cable and not the driveline sheath. The rip was taped. The modular cable was not exchanged.